Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the mildly calcified mid left anterior descending coronary artery. The 2.5x12 mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion without resistance. However, when the bdc was beginning to be pressurized, the bdc leaked at the tip. The trek rx was removed and a same size trek rx bdc was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was confirmed as a pinhole in the distal end of the balloon was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported leak/balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.